Manufacturer narrative:
The device was received by zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a lifted pad on a transformer on the pace/defib engine board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 72", and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.